Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in pace impedance measurements was noted when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No changes were made, the system remains implanted. No adverse patient effects were reported. A review by boston scientific technical services (ts) confirmed a rise in rv lead impedance measurements over the last month with the latest measurements being out of range. In additional loss of capture was noted and it was confirmed that the patient was zero percent paced in the ventricle thus no asystole was reported.